Event description:
It was reported that an occlusion alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer changed pump supplies and delivered a correction bolus via pump to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.